Event description:
It was recently reported to ge healthcare that a patient sustained a 2-cm blister on each of his inner thighs after a MRI hip exam performed on (B) (6) 2009. The hip exam consisted of 11 scans and lasted for 40 minutes. Info from the customer site indicated that prior to the exam, the pt was padded against the magnet bore. However, no padding was applied between the pt's thighs. The thighs were reported to be in contact with each other during the exam. When the exam was completed, the patient complained of reddening of the inner thighs. The pt followed up with a physician who diagnosed him with second-degree burns. No info was available regarding medical treatment that the pt received. The pulse sequences used for the exam were fse, se, gre, stir. The series duration of the scans were the following: 0:21min, 4:04min, 4:04min, 0:21min, 4:04min, 4:04min, 8:32min, 4:04min, 3:35min, 3:20min, and 4:24min.

Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. According to the info received from the customer site, no padding was applied between the pt's thighs. Furthermore, the thighs were touching during the exam, creating a loop. The mr system's operator manual provides users instruction on proper padding and pt positioning to prevent skin-to-skin contact.